Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: (B)(6) 2015: inratio inr=1.5, lab ubr= 2.32. No therapeutic range was provided. The available complaint information was found in the returned inratio monitor. Due to the monitor being returned by the distributor and the length of time since the event occurred, no further information is available. There was no reported adverse patient sequela. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)